Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that there was an "air bubble" beneath the touch screen on the upper right corner. The "air bubble" did not block any graphics or text. Customer's blood glucose was 125 mg/dl. The customer reverted to manual injections for insulin therapy.